Event description:
It was reported that the ground path impedance has risen. When the pt presses on the coil, the impedances are normal and he is able to hear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.